Event description:
It was reported that an inflatable penile prosthesis (ipp) device will be revised on a future date due to non-functioning device. The patient reported that he has not been able to inflate his device for about 1 month, and the physician performed a functioning test and noted that the cylinders were not filling. The physician also performed a pelvic resonance that confirmed the cylinders are well positioned in the cavernous bodies, and an empty reservoir is collapsed in an extraperitoneal position to the right of the bladder. The physician is requesting a surgical revision to remove all components. The patient is currently stable.